Event description:
When rn (registered nurse) did the hands-on care this morning, found uvc (umbilical venous catheter) was leaking from the secondary port hub. Rn flushed the secondary port with saline and found leaking from a small crack on the catheter. Nnp (neonatal nurse practitioner) was notified and nnp at bedside for eval. Discontinued the uvc per order. It was inserted at 1330 hours. Ns (normal saline) with heparin was infusing as kvo (keep vein open). No need of any replacement as the antibiotic discontinued this morning.